Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate shocks due to oversensing. Upon attempting to optimize the device, an "out of range signal amplitude detected" message was observed. Technical services (ts) reviewed the device data and noted that there had been variable amplitude measurements over time. It was then noted that the patient had undergone dialysis the day of the inappropriate shocks; therefore, ts discussed managing the patient clinically. The patient would continue to be monitored and was referred to their primary physician. No adverse patient effects were reported. The device system remains in service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate shocks due to oversensing. Upon attempting to optimize the device, an "out of range signal amplitude detected" message was observed. Technical services (ts) reviewed the device data and noted that there had been variable amplitude measurements over time. It was then noted that the patient had undergone dialysis the day of the inappropriate shocks; therefore, ts discussed managing the patient clinically. The patient would continue to be monitored and was referred to their primary physician. No adverse patient effects were reported. The device system remains in service. Additional information was received which reported that this s-ICD system was later explanted and not replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode was observed to be tightly coiled and wrapped up on itself. A curve was noted near the terminal end. Surface abrasions were noted on the terminal silicone insulation at approximately 26 mm and at 33-36 mm from the terminal pin consistent with the electrode rubbing on the device. Additional damages from extraction and electrocautery were observed. X-rays were performed and showed no issues with the conductor coils and resistance testing found the electrode was electrically continuous. However, the electrode was covered with significant tissue calcification, specifically under the terminal insulation sleeve, on the distal ring electrode, the insulation between the distal ring and shock coil, the insulation over the proximal shock coil fitting, and on the shocking coil itself. When received, there was no calcification present on the electrode tip. If calcification was also on the electrode tip while implanted, this could have resulted in the poor signals in all sensing vectors that were observed clinically. Calcification, the process in which layers of calcium build up on a surface (e.g., implanted electrodes), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate shocks due to oversensing. Upon attempting to optimize the device, an "out of range signal amplitude detected" message was observed. Technical services (ts) reviewed the device data and noted that there had been variable amplitude measurements over time. It was then noted that the patient had undergone dialysis the day of the inappropriate shocks; therefore, ts discussed managing the patient clinically. The patient would continue to be monitored and was referred to their primary physician. No adverse patient effects were reported. The device system remains in service. Additional information was received which reported that this s-ICD system was later explanted and not replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The electrode was returned for analysis.